Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call that the customer insulin pump alarmed button error. The customer¿s blood glucose was 130 mg/dl at the time of incident. Customer¿s husband stated that the insulin pump fell in the pool and was exposed to water. Button error troubleshooting was performed and confirmed that time was not advancing. The customer¿s husband was advised to have the customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify keypad unresponsive anomaly due to blank display. The insulin pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.